Manufacturer narrative:
(B)(4). Batch # p93g7z. That analysis results found that only the sleeve of the b12srt device was returned and was observe to be broken. In addition, a piece of sleeve was returned inside a plastic bag. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, a device history could not be done.

Event description:
It was reported that during a laparoscopic esophagectomy, the device broke apart when the device was used for the patient with a narrow intercostal and moved forcibly. The device was retrieved and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.